Event description:
It was reported that during a follow up, device showed 106 shocks and decreased battery voltage longevity. The patient received inappropriate therapies. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.